Manufacturer narrative:
The remote service engineer (rse) reviewed the clinical audit logs remotely. The rse advised the customer that the device was providing the alarms for spo2. Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained". So far, they have been accepting these conclusions.

Event description:
It was reported that the picix device was not alarming correctly for spo2. The device was in use on a patient at the time of the event. There was no adverse event reported.